Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s heart rate dropped below programmed rate in the nursing home. Interrogation of device revealed over-sensing of noise on the right ventricular lead. The lead was successfully capped and replaced. Patient was stable before, during, and after the procedure.